Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-61646. This report was submitted as a duplicate report of the previously submitted report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to having difficulty breathing/short of breath.   There was no report of patient harm or injury.    The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.